Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit was frozen on two occasions over the past three weeks. A technical support specialist (tss) connected to the station and confirmed no database errors, with the database size found to be minimal. No errors were identified in the event viewer, and all universal serial bus (usb) power management settings were verified as disabled. The tss ran sfc and dism tools to repair system files and drivers, successfully restoring the station application and database. No further issues were reported. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unit had frozen on two occasions over the past three weeks, required a power cycle to restore functionality. The user expressed concern that the system database may be become bloated and may require maintenance or purging. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.